Event description:
During the device repair, the philips fse found that two pins on battery pca were bent which cannot connect with the battery in dock b. There was no report of pt involvement.

Manufacturer narrative:
Pr#: (B)(4).